Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue x3 had a technical speaker error. The device was in use on a patient at the time of the reported issue. No death or patient / user injury or harm was reported.

Event description:
It was reported that the intellivue x3 had a technical speaker error. The customer was unable to confirm whether sound was still coming from the device. The device was in use on a patient at the time of the reported issue. No death or patient / user injury or harm was reported. A philips remote support engineer (rse) arranged for a replacement mx_100/x3 speaker assembly (453564673831) to be sent to the customer to repair the device and resolve the reported issue. The device remains at the customer site, and no subsequent calls have been logged for this device/issue. No further action or investigation is warranted.